Manufacturer narrative:
Patient ID also reported as (B)(4). Date of event is unknown. The 510k: this report is for unknown trauma 3.5mm cortex screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of a locking compression plate (lcp) and seven (7) 3.5mm cortex screws due to inflammation, infection, and non-union. Three out the seven screws with the plate were reportedly broken. Devices were originally implanted on (B)(6) 2017, during an open reduction internal fixation of the tibia. The surgeon used a trephine to remove the broken fragments and inserted antibiotic beads. The procedure was successfully completed without surgical delay. Patient outcome was stable. This report is for three (3) unknown trauma 3.5mm cortex screws. This is report 1 of 3 for (B)(4).